Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an unspecified inaccurate delivery issue. It was reported that the patient's ac1 values had been higher, no specifics were provided. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-jan-2018 with the following findings: during the investigation, a review of the device history showed the last basal delivery was on (B)(6) 2016. The last bolus delivery was a 0.70 units normal bolus on (B)(6) 2016 at 21:53. The pump was exercised for 24 hours with a 2.0 units/hour basal rate. The basal history correctly showed 2.0 units and total daily dose (tdd) showed 48.0 units. The tdd adds up correctly and reflects the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions occurred during the testing. Investigators were unable to duplicate the complaint. Unrelated to the original complaint, the battery compartment was found to be cracked. The display screen was also found to have a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.